Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified aorta. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.